Manufacturer narrative:
G4: 12may2020. B4: 13may2020. H11: b5: correction to the problem description the customer reported that the ventilator powers itself on and will not power on, intermittently. The fse (field service engineer) evaluated the device and could not confirm the intermittent powering on of the ventilator. However, they confirmed that the unit will not power on. At power on, the unit has a black screen, the backup alarm sounds, and the led(light emitting diode) flashes red. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
The customer reported that the ventilator powers itself on when not connected to ac (alternating current) power. After reseating the battery, the ventilator will not power on, the backup alarm sounds, and the led flashes red. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the power management, printed circuit board assembly (pm pcba) and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.